Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 3.2 mmol/l. The customer was upset and threw his insulin pump causing it to smash. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with broken off and missing end cap. Unit received with physical damage to motor. Unit received with broken battery cap. Unit received with corroded battery tube. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.